Event description:
Event reported to manufacturer's employee - investigator using market approved pump and programmer with investigational catheter and drug. Programming error made which resulted in patient receiving 100x more drug than expected. Drug concentration was incorrectly entered into the programmer. Pump was shut off on date of report to manufacturer. Patient had shown no symptoms and remained in hospital as per the protocol for the study. No additional hospital stay required. No sequela reported.